Event description:
A physician reported they have, "had [ozark] screws break," and "had failures with the cascadia interbody cages due to subsidence and non-union." Additional information received from the physician indicates only one cascadia cage migrated. The patient was revised and the devices were not explanted; however, supplemental posterior fixation was added. Imaging provided by the physician on (B)(6) 2021 shows the securing mechanism at the inferior end of the ozark plate has detached. This report captures the cascadia cage with which there was no adverse event or device malfunction.

Manufacturer narrative:
The following fields have been updated or corrected to reflect additional information received from the reporting physician: a2, a3, b3, b5, h3. The device remains implanted and could therefore not be evaluated. Device history records and complaint history could not be reviewed because no lot number was provided. Three x-rays were provided; x-ray one was taken after initial implantation on (B)(6) 2020; x-ray two was taken approximately six-months after implantation on (B)(6) 2020; x-ray three was taken after revision surgery on (B)(6) 2021. X-ray 1, taken immediately after implantation, reveals that the plate is only in contact with c6 and is not in contact with c5 or c7. X-ray 2 confirms that the caudal cage migrated and did not fuse, that the caudal screws have fractured, and that the locking mechanism of the plate has fractured. The cascadia interbody captured in this report did not migrate. There is no adverse event or device malfunction related to this device. H3 other text: device remains implanted.

Manufacturer narrative:
Device location unknown.

Event description:
A physician reported they have, "had failures with the cascadia interbody cages due to subsidence and non-union." No additional information is known at this time. This report captures the first of two cascadia cage "failures."